Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided four photos for analysis. The photos show the guidewire advanced through the catheter into the patient and the guidewire was kinked. The guidewire advancer was pictured; however, the guidewire was completely removed from the advancer in all provided photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The IFU also instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s) prior to guidewire advancement". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that on (B)(6) 2026, a patient with end-stage heart failure required central venous catheterization for treatment. During the procedure, resistance was encountered while advancing the spring wire guide (swg). Subsequently, the patient developed a right-sided hemopneumothorax. In response, medical staff immediately halted further advancement and withdrew the guidewire in conjunction with the catheter. Upon removal, the guidewire was inspected and was noted to be kinked. Follow-up attempts were made to obtain additional information regarding any medical or surgical intervention required to address the hemopneumothorax, as well as the patient's outcome; however, no further details were provided by the reporting facility. The patient's current condition was reported as "fine."